Manufacturer narrative:
This device is not approved for sale in the USA, but is similar to a USA marketed/approved device. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt has 2 dbs leads with the same lot number. It was reported, the pt ((B)(6)) is experiencing ineffective stimulation, auto-reduction and an electrical current in her arms upon attempting to raise the stimulation amplitude. It was also reported the pt experienced multiple falls as a result of the stimulation issues. Multiple reprogramming was attempted to no avail as effective stimulation is intermittent. Additionally, medication was tried to no avail. X-rays revealed no anomalies and at this time, no course of action has been determined.